Event description:
The gantry of the intralase fs laser moved in the downward direction when the home button was pressed. This malfunction did not occur during surgery and there was no patient in the operating room at the time of the event. The event occurred approximately one year ago and was not reported to intralase at this time. The customer reported the event to intralase after receiving notification of the device correction and removal action regarding unanticipated downward movement of the gantry and use of the "home" button. No patients were injured.